Event description:
It was reported that the problem summary is an error 1261, the device won't start on. The device keeps beeping and mainboard is defect. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: full phone number (B)(6). G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The device alarms and displays lec 1261. The mainboard will have to be exchanged to fix the issue.